Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at time of incident and current blood glucose was 600 mg/dl. Customer experienced symptoms such as thirst, a lot of urination, high ketones. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. Customer states drive support cap appears to be normal. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.